Event description:
It was reported that the clips were not smoothly detached from the applier after ligation during a surgery. The user felt difficulty but managed to complete the procedure. The applier was sent to our technical specialist, who found that the jaws were deformed.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in (B)(6) 2019. Evaluation of the returned instrument as received shows that the luer flush port cap is missing. Closer examination of the jaws shows that one of the jaws (g00443) is bent/damaged thus we are able to validate this complaint. Functional evaluation shows that even though one of the jaws is damaged that this instrument is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing. We suspect that this instrument was mishandled at the end user's facility. All 50 instruments from the lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were not smoothly detached from the applier after ligation during a surgery. The user felt difficulty but managed to complete the procedure. The applier was sent to our technical specialist, who found that the jaws were deformed.